Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 504 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the control iq software did not accurately adjust insulin therapy. A pump reset was performed to resolve the issue. Reportedly, customer reverted to manual injections until following up with healthcare provider.